Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found a dry brown foreign material at the nozzle and distal end. Inside the air/water tube and air/water cylinder there was a foreign material resembling a whitish powder. Additionally, a white, brown, and green foreign material was found inside the channel tube. In addition to the reportable malfunction, the following were noted: the elevator channel plug is loose; due to looseness of the elevator channel plug, water tightness is lost; the grip had a scratch; the air/water and suction cylinders had no color; the switch box had a scratch; the upward/downward and right/left angulation control knobs had a scratch; due to a short circuit in the charged coupled device cable, the endoscope connector generated heat; the electrical connector had discoloration due to water leakage; the suction connector and the plate had corrosion due to water leakage; due to damage on the channel tube, the tube cleaning brush cannot be inserted; the image guide protector had a scratch; the light guide bundle had breakage; the connecting tube and the universal cord had coating peeling. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was a dry brown foreign material at the nozzle and distal end. Inside the air/water tube and air/water cylinder there was a foreign material resembling a whitish powder. Additionally, a white, brown, and green foreign material was found inside the channel tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The root cause of the reported event cannot be determined. However, the cause of the event is likely due to reprocessing was not conducted properly due to leakage from the venting connector of the cleaning tube (elevator channel plug). The event can be detected and prevented by following the instructions for use (IFU) sections: - the instruction manual tjf type 145 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. -the instruction manual tjf type 145 reprocessing manual 3.5 manual cleaning describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.